Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the screen of her insulin pump was looking bluish in color and she thought there may be some moisture under the screen. The customer's blood glucose was 211 mg/dl. She also stated she could not see the screen at times. The customer stated that she had been sweating a lot. Nothing further was reported.